Event description:
Device complications: difficult to use, detachment from source, physical resistance. Time of complication: during the procedure. Symptoms: none. It was reported that a guide wire was difficult to use during the procedure and had to be removed in multiple pieces . It was further noted that the exact complaint was not known or reported; however, no pt injury was reportedly associated with the event. No add'l info was available. Subsequently, a user facility was rec'd which states, "htq supra core wire has an apparent defect at the juncture of the floppy end of the wire to the stiff end. The solder point is rough with an edge. The wire was difficult to use during the catheter exchange. When the physician attempted to remove the wire, the wire failed and had to be removed in multiple small pieces."

Manufacturer narrative:
Pt and device codes in h10 were coded by the MFR.